Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99002. Supplemental rationale: corrected data: b5, h11. 15 previously reported events were included in this follow-up record. Product return status: 15 devices were evaluated in the field. Evaluation findings (results/components): 15 devices: material and/or chemical problem identified / coating material. Product disposition: 1 device: scrapped by stryker. 14 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 15 events for the failure: flaked. 15 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 14 events were reported for this quarter. Product return status 14 devices were evaluated in the field. Additional information 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 events for the failure: flaked. - 14 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h11. 14 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 15 reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. 14 devices were evaluated in the field. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 events for the failure: flaked. - 15 events had problem identified during non-clinical procedure; there was no patient involvement.